Manufacturer narrative:
Review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed are the patient's subtherapeutic inr and increased map's on admission; and other related comorbidities. There are patient, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient was admitted to hospital for observation with an embolic stroke, and symptom of residual right sided weakness. The patient had been experiencing low flow alarms. Low flows were treated by site with 1.5 liters of crystalloid without change in flows. Vad flow waveform showed trough at 1 with a lot of pulsatility. Blood pressure (bp) was reported to be 109/97/103. Site advised that map recommended range is 65-85 and that could likely be contributing to low flows. Log files were sent. Alarms. No additional details regarding CT, inr, or vs provided at this time. Investigation is ongoing.